Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI #: (B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps) standard catalog # 42500606402 lot # 63362725, persona stemmed tibia catalog # 42532007102 lot # 63315961 persona articular surface fixed bearing posterior stabilized (ps) catalog # 42522400713 lot # 63029895, 3.5mm hex head screw x38mm catalog # 20800000018 lot # unknown. Multiple MDR reports were filled for this event: 3007963827-2020-00040 , 30007963827-2020-00039.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component size e catalog #: unknown lot #: unknown, unknown tibial component 13mm catalog #: unknown lot #: unknown, unknown articular surface 8mm catalog #: unknown lot #: unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0001822565-2019-04977, 0001822565-2019-04978, 0001822565-2019-04979, 0001822565-2019-05075. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experienced a blood clot from the surgery. Attempt for further information has been made, but no further information has been provided.